Event description:
It was reported that during an unknown laparoscopic procedure, although the device was fired without any problems at the first firing, the device was locked out and could not be fired at the second firing. At the third firing, the firing trigger could be grasped, but the half of the deployed staples was malformed and the device could not cut the tissue properly. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. Additional followup: although the excessive force was required to grasp the firing trigger, the firing trigger could be grasped completely. The staples in proximal half of the cartridge were deployed. The deployed staples got squashed. The staples in distal half of the cartridge were not deployed. The tissue was not cut at all. It was possible that the device was fired across the staple line. Unexpected noises were not heard. There were no anomalies with the functions of the closing lever and the release button.

Manufacturer narrative:
(B)(4): spring cartridge lockout tab. The analysis results found that the atb45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).